Event description:
It was reported the patient received the following results within 15 minutes: 3,3 mmol/l and 7,7 mmol/l.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. User refuse to return the meter and test strips.